Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2025, the patient experienced persistent vomiting and nausea. He was unable to keep fluids down and would vomit each time he attempted to drink water. The cgm was displaying 300 mg/dl and there was no bg taken for comparison. The patient went to the hospital and upon arrival, they were diagnosed with diabetic ketoacidosis. A bg was checked at the hospital but the patient did not recall the value. The hospital staff removed the patient's insulin pump and cgm and was treated with IV fluids and insulin drips. The patient was in the hospital until (B)(6) 2025. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.